Event description:
It was reported that the instrument broke during surgery. After inserting the nail fully, the surgeon needed to change the position of the recon screws in the femoral neck. When applying an internal rotation force by lifting the handle, the two lugs sheared off the nail - handle interface. Doctor said that he had reamed 1.5 mm above the nail diameter and had used the appropriate opening reamer for a 12 mm nail. No further information was provided. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the complained insertion handle shows that both nail positioning pins are indeed completely broken off. We can only suppose that too much mechanical force or overload during the internal rotation may have led to the breakages of the two pins. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected and the device was manufactured according to the specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We suppose that too much mechanical force or overload during the internal rotation may have led to the breakages of the two pins. Therefore, the device failure is related to the conditions of use and the operational context contributed to this event. Note: it is recommended to use this instrument according to the given surgical technique.